Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment was not reported. On an unreported date, the bacterium colonized the catheter and so the patient was going to have their catheter removed. The patient had not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient (pt) made a break in aseptic technique (not further specified) which caused the peritonitis. The peritonitis was manifested by cloudy bag, abdominal pain and fever. On an unreported date, the pt started treatment with vancomycin and teicoplanin (doses and frequencies not reported) for peritonitis. Thirty seven days after onset of the peritonitis, the pt was hospitalized for the event. Nineteen days after being hospitalized, the pt was discharged. The outcome of the peritonitis was not reported. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.